Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a pseudoaneurysm in thoracic aortic arch with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis using a gore&#59396;dryseal sheath. The endoprosthesis was deployed with no issues. When the physician withdrew the sheath, the right external iliac artery was ruptured. Gore&#59397;excluder&#59393;aaa endoprosthesis contralateral leg component was implanted to repair the rupture. Its proximal end was located in the right common iliac artery and distal end was located in the right external iliac artery. The right internal iliac artery was intentionally covered. The procedure was then concluded, and the patient tolerated the procedure.